Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in an allergic reaction at the infusion site. The exact cause of the reported skin condition could not be determined.

Event description:
The patient's mother reported the patient developed an allergic reaction to the pod adhesive and scratches the pods off. The dermatologist advised the patient to prep the skin by cleaning with water and using nasal spray fluticasone propionate before applying the pod. The patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod on the hip/buttocks for between 5 and 24 hours. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.